Manufacturer narrative:
Device codes added, device evaluated by manufacturer updated, evaluation codes added. Service in the field was performed on december 03, 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on march 01, 2017. Product evaluation: the diode stack were noticed to be burnt bars and both lbo crystals were noted to be moisture damaged. The resonator was realigned and a new test report was completed. Probable root cause: based on analysis report, the probable root cause was determined to be burnt bars on diode stack and moisture damage in the resonator.

Manufacturer narrative:
System analysis/service repair: the system was repaired in the field on december 3, 2016. The reported error was confirmed and determined to be the result of a faulty resonator. The resonator was replaced and system desiccant replenished. The system was tested and verified to specification.

Event description:
It was reported that while increasing system power during a prostate procedure, an error 171 occurred and could not be cleared. The procedure was completed using a cautery knife (std. Resection / turp). There was no patient injury reported.

Manufacturer narrative:
Service in the field was performed on december 03, 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on march 01, 2017 and will be reworked in house was noted.